Manufacturer narrative:
The iron reagent lot number was 861350. The expiration date was not provided. The field service engineer replaced and adjusted the sample probe and performed instrument adjustments. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable low iron results for three patient samples from the cobas c 503 analytical unit. One example was provided. The initial result was 8.24 g/dl. The repeat results were 6.81 g/dl and 8.11 g/dl. The repeat result from a cobas 6000 c501 analyzer was 16.43 g/dl. This result was believed to be correct.